Event description:
The pump was explanted due to battery depletion after an implant duration of 34 months. It was replaced and returned to the MFR for analysis.

Manufacturer narrative:
Device analysis not available at the time of this report.